Event description:
The customer reported that the unit has battery failure. The customer reported that the unit was not in use on patient. The customer contacted product support and requested for service repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The authorized service personnel (asp) reported that the battery was replaced to address the reported issue. The asp reported that battery was disposed, therefore no part will be returned for failure investigation.